Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.